Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that they kind of lost the programming of their ins. Patient stated that they were supposed to not be able to feel the stimulation when they used the ins, however they were feeling the stimulation. Agent asked the patient for the event date and patient said that it had probably been probably about six weeks ago. The patient was redirected to their healthcare provider (hcp) to further address the issue. Pt requested a rep; agent reviewed rep role with the pt and redirected pt to hcp.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.